Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display and screen has gotten scratches and his wife cannot read the screen anymore. The patient¿s blood glucose level was 81 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed the displacement. And self test no missing segment or partial display anomaly noted during test. Device received with cracked battery tube threads, minor scratched lcd window and cracked case display window corner.